Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged power source alert issue was verified, but the alleged malfunction alarm issue could not be verified.